Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there is a speaker malfunction, there is no audible sound coming from the mx40. The device was in use on a patient. There was no report of patient or user harm.